Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported the screen shows an intermittent image and the signal is lost during the turp procedure, which had a delay greater than 30 minutes. There was no patient harm reported.